Event description:
Caller reported experiencing an alarm malfunction identified as alarm 2 followed by alarm 26 and confirmed recurring occlusion events with previous incidents resolved through the same actions. There was no adverse impact to the customer's blood glucose level. To address the occlusion issue, the customer changed the infusion set and cartridge, resuming insulin delivery. The customer, who uses the infusionset autosoft 90 model with a novorapid insulin type, was advised by customer support to seek assistance if occlusion issues persist. The matter was escalated to the clinical field team for additional support, and the case was subsequently closed.